Event description:
It was reported that the tip of an aleutian tlif ii straight inserter inner shaft fractured intra-operatively during cage insertion. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.